Event description:
The customer reported a communication error and the system continues to expose on its own. The fse noted the system did not product uncommanded x-rays and that the system locked up. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system was repaired during the service call. The system was tested and found to be working as intended and put back into service.